Event description:
A malfunction alarm was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to an alternate form of insulin therapy using multiple daily injections (mdi) and the technical support team arranged for a replacement pump to be sent. The customer was guided on how to put the pump into storage mode and was instructed to return the faulty pump using a pre-paid label within 10 days, which the customer understood and acknowledged.